Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm long bipolar grasper instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the grip base. A piece measuring approximately 0.2715" was found to be broken off and was not returned. The probable root cause of a broken grip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm long bipolar grasper instrument could not be recognized. The procedure was completed with no reported injury.